Event description:
It was reported that on (B)(6) 2024, the patient underwent orif surgery via tfna for femoral intertrochanteric fracture on femur with the product in question. The surgery was completed successfully with no surgical delay. After the surgery, on (B)(6) 2024, the sales rep was informed that the cut through was confirmed and the revision to tha is scheduled on (B)(6) 2024. The surgeon was questioning why is the blade implanted in the pelvis and was there a technical error with the set screw. However, he noticed a dislocation from the neck to the epiphyseal fossa on the images that caused the complication, and looking back at the preoperative CT, he saw that the fracture extended into the neck and epiphysis. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot : part:04.038.380s, lot:8963p65, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date:21 dec 2023, expiration date: 01 dec 2033. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.